Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 8.7 inr. Patient's coumadin was held based on the lab test. Caller states the test strips are not kept in the original vials. No adverse event reported. Requested return of suspect system and replacement was sent.